Manufacturer narrative:
Philips service replaced the defective pdu fantray and dcps and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system failed to start due to defective pdu fantray and dcps on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.